Event description:
The account generated a falsely negative axsym toxo igg result on a patient specimen. Initially, the specimen tested axsym toxo igg negative (0.5 iu/ml) but repeated positive (13 iu/ml). The patient is known to be axsym toxo igg positive (23 iu/ml). Css discussed a pre-analysis problem as a possible cause for the inconsistent axsym toxo igg results. The falsely negative axsym toxo igg result was not reported outside of the laboratory. No impact to patient management was reported.

Event description:
Patient's lawyer alleges that the patient's acetabular component "catastrophically failed" and as a result required revision surgery. Photos that accompanied the claim reveal fracture of the poly liner.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, axsym toxo igg, that has a similar us product distributed in the us, axsym toxo igg. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: device and sample not returned; reserve samples met specifications. Correction: the initial report listed the incorrect date of (B)(6) 2008, date received by manufacturer. The correct date for the initial report should have been (B)(6) 2009, date received by manufacturer.

Manufacturer narrative:
(B)(4). Evaluation other (B)(4) - device and sample not returned; reserve samples met specifications no returns were received for this investigation. The investigation team have completed an investigation and the results are as follows: the axsym toxo igg reagent kit, list number 9k08-20, lot number 68772hn00 was tested in combination with the axsym toxo igg calibrators, three replicates of each control and three replicates of each panel (which are used to determine the assay sensitivity). Calibrator rates, all three replicates of the negative and positive control were well within the specifications as stated in the package insert. All three replicates of the three tested panels were well within the manufacturing release specifications. No erratic result was observed. There was no indication that the axsym toxo igg reagent, list number 9k08-20, lot number 68772hn00 displayed an unusual performance. As part of this investigation a review was performed of the complaint and manufacturing records for axsym toxo igg, list number 9k08-20, lot number 68772hn00. This review did not identify any problems relating to the account's observation. Based on this investigation, it is determined that axsym toxo igg, list number 9k08-20, lot number 68772hn00, identified in this complaint, is performing acceptably. The cause of the account observation remains unclear. The account performed a reproducibility test and the %cv (5.34 %) was acceptable. It cannot be excluded that the observation regarding the erratic result for one patient in initial test was caused by a pre-analysis problem. This is a final report.